Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 they were unable to inject hot water and enteral nutrition into the device. They changed the position of the patient and found that it was intermittent as to when the hot water and nutrition would flow through the device. The patient's medical chart showed granulated medicine powder was being used in the device. It was noted that possible the powder was stuck in the shaft. The powder medicine was stopped and there were no further injection issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as the product has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.